Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient remained implanted. This is the final report.

Event description:
The recipient reportedly experienced electrode extrusion. On (B)(6) 2014, the recipient underwent repositioning surgery along with an ear canal closure.